Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 2.1.0. Cloud - operating system 18.7. Cloud - hardware iphone15.2. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient reported leaking from the pod. Symptoms reported include itchiness and soreness. The patient was treated with insulin and intravenous fluids. The pod was removed and discarded. The patient was released the following day on (B)(6) 2025.